Event description:
Halyard multi-access catheter repeatedly popped off when connected to rusch 2.5mm endotracheal tube. Hospital staff report that the multi-access catheter used indicated that it was appropriate for 2.5mm endotracheal tube according to packaging. Patient was reintubated using a different et tube (shiley 2.5mm) and the multi-action catheter did not pop off.